Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that six memory gel breast implants that have been compromised (some are burst and the packaging is wet). Upon visual inspection of the pictures, the sales unit box appears to be damaged. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. All mentor product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hospital received a box of six mentor devices (containing five mentor memorygel breast implant gel breast prostheses and one mentor memorygel xtra resterilizable gel sizer) that was damaged during shipment. It was reported that some of the implants burst and that the packaging was wet. The devices were not used and there was no patient contact. This medwatch report is for the 5th of 5 mentor memorygel breast implant gel breast prostheses from the damaged packaging.